Event description:
The customer reported the image on the subject device disappeared temporarily due to a disconnection in the cable. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was temporary image loss due to a cable disconnection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the break in the cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received, from the user facility: the reported issue (the image on the subject device disappeared temporarily) occurred, during pre-use inspection. A "sandstorm" occurred, on the image, during the inspection. And even if they reconnected the camera head, the issue did not improve.

Manufacturer narrative:
This report is being supplemented to provide additional information received, from the user facility regarding the reported event.